Manufacturer narrative:
(B)(4). Post market vigilance (pmv) conducted an evaluation of one gia 80-3.8 single use reloadable stapler opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument partially fired and the staple line was incomplete. Visual inspection of the instrument noted no abnormalities. Further visual inspection of the cartridge noted that the single use loading unit (sulu) was partially applied to the 3cm cut line. Additionally, microscopic examination of the knife blade revealed dents in the knife blade. Functionally, the sulu was reset, and reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. The returned sample as received by medtronic was found to not meet specifications. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of the reported condition may occur if the loading unit and knife blade was applied over an obstruction. The damage to the knife blade indicates that an obstruction was struck during the firing, which would prevent the instrument to fire the full length of the cartridge. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. (B)(6). User facility is provided in initial reporter. (B)(4).

Event description:
According to the reporter, during a total gastrectomy/roux-en-y procedure, the device stopped firing halfway. The procedure was completed with another device. The staple line was incomplete because the firing stopped halfway. The new stapler was used on the same staple line. The incomplete staple line was fixed by resecting tissue and re-stapling. This was not done to preclude permanent impairment to a body function or permanent damage to a body structure.